Event description:
It was reported that the customer's blood glucose level was high, with the value displayed as "high"; specific value not provided. Cause was not known. The customer took corrective action by administering a correction bolus through the pump and conducted a thorough inspection following guidance from technical support, which included checking various components and ensuring proper insulin storage and usage. Technical support recommended consulting a healthcare professional to discuss potential factors affecting blood glucose levels and advised the customer to replace supplies as needed and resume insulin therapy.